Manufacturer narrative:
(B)(4). Although there is a lack of information, the nature of the incidences gathered on this complaint complies with cfr 21 - part 803 medical device reporting subpart e¿manufacturer reporting requirements 803.50. Complete information regarding this event has not been received. This event is being notified based on the statement ¿pre-disposition to report rather than not to report in case of doubt¿ this product is manufactured by biomet (B)(4). And is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4)manufactures a similar device that is cleared or distributed in the united states under 510(k) number k121874.

Event description:
During the performance of the schedule pms survey hip - modular cup system# 19 rev.3, the survey performed by dr. (B)(6). Of (B)(6) hosp reveals some issues (implant revision due to mechanical failure) that should be managed through the complaint handling system. Complete information regarding this event has not been received